Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 7053479.

Event description:
It was reported that the patients system had stopped working. The patient underwent a full system explant. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.